Manufacturer narrative:
Device evaluation;customer report was confirmed. Contamination shield of vamp flex was detached. Contamination shield was easy to reattach and take off. No visble defect was found on its body or contamination shield.

Event description:
Contamination shield of vamp flex was detached during use.